Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy irritation on her back and shoulders. There was no alleged device malfunction contributing to the irritation. Patient was recommended an ointment by a physician. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.